Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed the dat test at 0.08825 inches. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm test. No delivery anomaly noted during testing. Unit functioned properly. Unit was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2018 with blood glucose was 750 mg/dl and at the time of incident it was 220 mg/dl. The current blood glucose is 578 mg/dl and monday morning customer's blood glucose was over 600 mg/dl. The customer treated their high blood glucose with insulin pump. The customer was not wearing the insulin pump for less than 48 hours prior to hospitalization. The customer reported that the drive support cap was normal. The insulin pump will not be returned for analysis.